Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Blood glucose level of customer was 440 mg/dl at the time of incident. Auto mode was not active at the time of reported high blood glucose event. Customer was assisted with performing test on transmitter and it passed. No further information given regarding their high blood glucose. Insulin pump will not be returned for analysis.